Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "dr...performed a left hip revision at (B)(6) hospital due to poly wear." Spoke to rep: he reported that the acetabular shell was revised due to poor positioning. As the implant has been in situ since 1995, it is unknown if the shell was implanted in that position or if it migrated. Rep confirmed that no further information would be released by the hospital or surgeon and explants are hospital retained.